Event description:
It was reported that the device was used during an unknown procedure. The device produced scissoring clips and severed the hepatic artery. Unknown how the case was completed. Unknown patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.